Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastroplasty procedure, the stapler stopped firing and broke off inside the patient's abdomen. The component was retrieve. Surgeon had to redo the suturing by hand and took the surgeon 2 hours to finish.